Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of the stent in the iliac artery, the stent jumped forward and deployed in the aorta. Therefore, an additional stent was placed in overlap to secure the first stent and cover the entire lesion. No patient injury was reported.